Manufacturer narrative:
This incident came from (B)(6) and this device was used with another companies' product. The device has not been returned for evaluation. According to the information provided by the surgeon, they believe that the fracture of the prosthesis as well as the cable was due to fatigue. DHR was reviewed and product was documented as being manufactured to specifications. If more information becomes available this MDR will be followed up with the additional information.

Event description:
Complaint from germany: the patient had the device implanted on (B)(6) 2013. Periprosthetic fracture took place. When this was removed, it was found that the one of the cables were broken.